Event description:
It was reported the patient experienced a loss of effect. A dye study was done. A very small amount was able to be aspirated from the catheter. Dye was seen going through the catheter into csf. Additional info received indicated the pump connector was not completely connected allowing tissue to grow in and occlude the catheter. The patient underwent revision. The catheter was disconnected, the tissue removed, and catheter reconnected. The catheter was tested through the catheter access port (cap). Proper flow was obtained. The problem was resolved.

Manufacturer narrative:
.